Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal left anterior descending artery with mild tortuosity and mild calcification. The balance middleweight (bmw) guide wire was used to successfully stent the lesion. The bmw guide wire was re-advanced to the right coronary artery. A balloon was advanced for dilatation, but could not cross. A new balloon was advanced, but could not cross the lesion and became stuck midway on the bmw. The physician commented that it felt like the balloon was getting caught on a knot in the guide wire. After a few minutes, the balloon and the bmw were removed as a unit. The physician stated that the guide wire quality deteriorated in terms of lubricity and offered a lot of resistance. This resistance increased with the length of time the bmw guide wire remained in the patient. A new guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: saffire, guide cath: cordis, stent: xience prime. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the balloon catheter and the coil damage were able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.